Event description:
The patient underwent surgery with the g3 long nail. The fracture part was non-union. The patient fractured the bone again, and the nail broke. The patient was revised.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.